Event description:
It was reported that the patient underwent a shoulder surgical procedure. Allegedly, the tip of the driver broke off flush in the glenosphere during tightening. No impact to patient.

Manufacturer narrative:
Correction: h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder surgical procedure. Allegedly, the tip of the driver broke off flush in the glenosphere during tightening. No impact to patient.